Event description:
The pt wears a contact lens only on their os, on a daily wear schedule. On the night in 2004 patient fell asleep wearing their lens. Their family member said patient awoke with a "matty, sore" os. Patient removed their lens. Patient was hit in the left eye with a basketball and the edge of a piece of paper scratched their left eye. The pt was seen by their ecp the next day for red, painful, and light sensitive eyes (ou). Their left eye had a large, central abrasion, 3 discrete areas of dense stromal infiltrate and anterior stromal infiltrates. The lens, case and eye were cultured (see results b6). Treatment: antibiotics. In 2004 pt rtc; dx bacterial keratitis. Ac 4+ cell & flare; small hypopyon. Treatment fortified antibiotics, vigamox; atropine 1% & polysporin drops at hs. Four days later- hypopyon resolved, treatment continued.